Event description:
Additional information indicated that erythema had improved on (B)(6)-2009 and that there had been some evidence of purulent mat erial at staple sites.

Event description:
The pt had significant erythema at the posterior implantable neurostimulator area. The area was warmer than surrounding tissue. The pt was treated with 3 rounds of oral clindamycin and daily cleaning and dressing changes. The erythema resolved without sequela to the pt.

Manufacturer narrative:
(B)(4).